Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultramini meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 2:00am. The patient stated that she manages her diabetes with a combination of medication: 52units of lantus and 850mg of metformin, and denied making any changes to her usual diabetes management routine in response to the reported issue. Two hours after the alleged issue occurred, the patient claimed to have developed symptoms of "dizziness and blurry vision" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca noted that the reported issue remains unresolved due to patient disposing of the subject meter. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.